Event description:
Pt called lfs in 2002 alleging their ot basic meter was prompting not ok. The pt did not report experiencing any symptoms. No adverse event reported. The issue was not resolved with troubleshooting. The meter has been replaced.